Event description:
Trying to engage the pink safety after drawing a patient's blood. The pink safety fell off. Upon examination, there was nothing broken where the safety shield attaches to the device. This is the 2nd time in the last 6 months that I have had this happen utilizing the same brand and the same type of device. FDA safety report ID# (B)(4).